Event description:
It has been reported that an nrg transseptal needle was selected for use for an unknown procedure. It has been mentioned that the user experienced an issue where the device appeared to have a burr on the tube. No patient complications reported. Device and procedure outcome are unknown. Product is expected to return for analysis.

Manufacturer narrative:
12oct2023: this is not a reportable malfunction. A burr on a tube cannot be introduced to a patient due to the fact that it is located on a portion of the device that does not enter the patient. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental will be filed.

Event description:
It has been reported that an nrg transseptal needle was selected for use for an unknown procedure. It has been mentioned that the user experienced an issue where the device appeared to have a burr on the tube. No patient complications reported. Device and procedure outcome are unknown. Product is expected to return for analysis.